Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. A decrease in the estimated battery longevity from 30% to 14% was observed between follow-up visits, which occurred within 5 months time. Review of device data via latitude (remote monitoring system) confirmed that the power consumption is increasing abnormally, consistent with hydrogen degradation of a component. Due to this anomaly, device replacement was recommended. At this time no intervention has been performed and the s-ICD remains implanted and in service, and therapy remains available. No adverse patient effects were reported.

Manufacturer narrative:
This device currently remains implanted. Should additional information become available, the investigation will be further updated.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. A decrease in the estimated battery longevity from 30% to14% was observed between follow-up visits, which occurred within 5 months' time. Review of device data via latitude (remote monitoring system) confirmed that the power consumption is increasing abnormally, consistent with hydrogen degradation of a component. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
Based on limited information and in the absence of device return, the root cause of the reported clinical observations cannot be established. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. A decrease in the estimated battery longevity from 30% to14% was observed between follow-up visits, which occurred within 5 months' time. Review of device data via latitude (remote monitoring system) confirmed that the power consumption is increasing abnormally, consistent with hydrogen degradation of a component. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Additional information: this device was not returned to boston scientific. Despite good faith efforts to obtain product return, objective evidence was not available to determine the root cause of the clinical observations.